Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump was cracked and had been dropped on the carpet. She also reported that the tape on the sensor did not stick and that they had received lost sensor alerts. She also reported that the customer had been hospitalized with a blood glucose reading over 500 mg/dl. Customer had been treated with an IV drip. Nothing further was reported.